Manufacturer narrative:
Corrected field: d9, h3, h6 (medical device ¿ problem code, investigation findings). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen and hinge not closing fully video communication condition issue occurred. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found the screen flickered but this was due to over flexing of the lead and it was a hinge cover replacement. No other information available. In future if we receive any repair information will reopen and update the investigation.